Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking near the connection to an unknown IV (intravenous) tubing set. The defect was further described as ¿an external nutrition leakage at the insertion pump side¿. This issue was identified during a patient infusion. As a result, the set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Visual inspection was performed to the photograph and video using the naked eye which revealed that the device was leaking at the level of the luer lock adapter. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Additionally retention samples were inspected, and no defects or deviations were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.